Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient pulled and broke off a piece of the foley catheter 12 days after placement. The broken device remained in the patient, the patient passed away on (B)(6) 2019 before removal of the device. The patient did not require antibiotics due to the breakage. The cause of death was unknown at the time. The doctor did not believe that the patient's death was related to the break.

Event description:
It was reported that the patient pulled and broke off a piece of the foley catheter 12 days after placement. The broken device remained in the patient, the patient passed away on (B)(6) 2019 before removal of the device. The patient did not require antibiotics due to the breakage. The cause of death was unknown at the time. The doctor did not believe that the patient's death was related to the break. The patient was admitted for a cerebral infarction.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"